Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not feeling stimulation. The controller was working but the patient was not able turn stim on where they could feel it. The patient noticed this change today. During the call, the patient confirmed the controller showed stim was on and they were on group a. The patient was instructed to increase. The patient increased and said they started to feel stim but was concerned that the intensity was twice as high (at 8) and the patient barely felt stim. Before today, and even yesterday, the patient felt stim on both sides of their back. Now, the patient only felt it on the right side. The patient said they had no falls/no trauma. The patient mentioned the implant and the lead were recently replaced. It was reviewed with the patient that they could try to keep increasing and could also try groups b and c and follow up with their healthcare provider (hcp). The patient asked if they could call the manufacturer representative (rep) directly to schedule an appointment. The patient was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.